Event description:
Complainant alleged that during a routine shift check by a clinician, the device caused the defibrillator to display "cannot charge" and "electrodes off" message. The complainant indicated that the handle had been previously sterilized using sterad instead of the recommended method (please reference attached copy of page 2 of the internal handles and electrodes operator's guide). There was no pt involvement during the reported malfunction.